Event description:
It was reported that a 74 yo male patient, initial right knee implanted on (B)(6) 2002, underwent a revision procedure on (B)(6) 2024, approximately 21 years 5 months post the initial procedure. The poly wore over time. The patient was revised to a 208-25-22 cc tibial insert sz 5 22mm. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No explanted devices are available for analysis. The hospital kept the devices. No device images or x-rays were able to be obtained. No further information.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer d10: concomitants: 371534 - 204-04-55 - trapezoid tibial tray sz 5f/5t 386000 - 204-38-08 - stem extension 80l x18 mm 390631 - 204-40-08 - stem extension 80l x20 mm 177772 - 208-01-05 - cc femoral sz 5 193759 - 208-05-05 - cc distal fem augment sz 5, 5mm 193760 - 208-05-05 - cc distal fem augment sz 5, 5mm 189658 - 208-07-05 - cc posterior fem augment sz 5, 5mm additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear over 21 years of use. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected health effect and investigation clinical codes.